Event description:
It was reported that the device triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range impedance measurements of greater than 2000 ohms. The field representative interrogated the device, and the physician decided to reprogram the device alert to greater than 3000 ohms and switch the rv lead back to the bipolar configuration. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the device triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range impedance measurements of greater than 2000 ohms. The field representative interrogated the device, and the physician decided to reprogram the device alert to greater than 3000 ohms and switch the rv lead back to the bipolar configuration. The device and leads remain in service. No adverse patient effects were reported.